Manufacturer narrative:
Additional customer contact phone: (B)(6). A getinge field service engineer (fse) remarks during gfe that this cardiosave cannot be repaired due to severe damage on chassis. Customer is in the process of ordering a replacement cardiosave for damaged pump. Fse is still waiting for the customer reply to proceed it further.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units console handle was torn off from chassis and frame damaged.